Manufacturer narrative:
A device evaluation and/or device history review is anticipated, but is not complete. Upon completion, a supplemental report will be filed. (B)(4).

Event description:
It was reported that 100 arterial cannula 20g/45mm had defective catheters during use. The following was reported by the initial reporter: "in the recent use of arterial indwelling needles, catheter tube occurred continuously during the removal of the artery indwelling needles, and some damage occurred. During the in vitro demonstration, catheter tube was observed during the obvious removal of the needle. 2021-1-13 received an update from the sales representative. The description of the incident was updated as follows: the product has a needle shield when the package is opened, and the needle shield is on the product."

Manufacturer narrative:
The following fields were updated due to additional information: d.10. Device available for eval?: yes. D.10. Returned to manufacturer on: 1/21/2021. H.6. Investigation: three photos and one sample was received by our quality team for evaluation. From the photos and the sample, a defective / damaged catheter is observed on the tip of the catheter, confirming the customer experience. A review of the internal manufacturing device records and raw material history files for the reported lot numbers was performed and no recorded quality problems or rejections to this incident were found. From the damaged tip observation, the nonconformance is likely caused by a force acting from the tip end towards the housing direction. The assembly process was reviewed, there is a 100% inspection online lie distance inspection in the assembly line and would eject any parts failing the lie distance and the sample would be rejected by the line as it has failed the lie distance. The catheter lubrication process was reviewed, the catheter tubing is lubricated in a direction from the housing to the catheter tip. With this direction of lubrication, the damaged tip could not have been caused by the lubrication process. A simulation of protection tube capping process was carried out to find out if offset capping can cause similar damage on the catheter tip. After the evaluation, no similar damage was observed. Another similar simulation was carried out by pulling the cannula in the catheter tubing drawn upwards and exerting an upwards force to the tip of the catheter tubing. A similar damage was observed on the catheter tubing. If the protection tube was detached after the assembly process or during the packaging process, the damaged catheter may occur when the catheter tip is hit against other parts or parts of the machine. However, according to the verbatim, the customer received the parts complained with the protection tube intact inside the package. Therefore, it is unlikely to have been caused by a loosen / missing protection tube. Based on the quality team's investigation, the root cause of this incident cannot be determined. H3 other text : see h.10.

Event description:
It was reported that 100 arterial cannula 20g/45mm had defective catheters during use. The following was reported by the initial reporter: "in the recent use of arterial indwelling needles, catheter tube occurred continuously during the removal of the artery indwelling needles, and some damage occurred. During the in vitro demonstration, catheter tube was observed during the obvious removal of the needle 2021-1-13 received an update from the sales representative. The description of the incident was updated as follows: the product has a needle shield when the package is opened, and the needle shield is on the product."